Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d4, d6b, h6. Clarification to h6: health effect - clinical code e2402 represents the reported "asymmetry" the events of pain and asymmetry (visibility/palpability) are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: pain; asymmetry.

Event description:
Later healthcare professional reported "implant was intact with no rupture". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, pain, asymmetry.

Event description:
Healthcare professional reported "rupture, pain and asymmetry". This record is for the left side. Device remains implanted.